Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010 for investigation. The visual inspection revealed that the tri heater assembly was detached at tip and the hot jaw was burnt and had white reside on it. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro self activated upon plugging in. A replacement hemopro and cable were used to complete the procedure. The hospital did not report any pt effects. The product is returning.